Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm on (B)(6) 2023. Date of event is an approximation. The patient experienced sensor failure after warm up. The patient got a sensor failure in the evening of the (B)(6), and inserted a new sensor and went to sleep. The new inserted sensor had a sensor failure too, and even though it could not be confirmed if the sensor failure alarm sounded, the patient was sleeping at that moment and was not aware of the sensor failure. The tandem pump dosed insulin according to the patient¿s personal profile basal program, instead of adjusting with cgm (continuous glucose monitor) values. The patient's husband woke up at 1 am on the (B)(6) and noted the patient's breathing was unusual and she was not responding. An ambulance was called and while waiting for the paramedics he gave the patient honey. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 2.3 mmol/l, and the patient was brought to the hospital. In the ambulance she received intravenous glucose, and the pump was disconnected. The patient arrived at the hospital at around 2 am and stayed for 12 hours for observation before she was discharged from the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.